Event description:
On (B)(6) 2024 an ilet user reported they experienced a low blood glucose (bg) event requiring hospitalization. The event occurred on 7/6/24. On (B)(6) 2024 the user experienced a bg crash into the 50s mg/dl at night without a clear cause, despite having stable bg levels throughout the day. They went to the ER on saturday evening ( (B)(6) 2024 ) and were released on sunday morning ( (B)(6) 2024 ) after receiving treatment. During the hospital visit, the ilet readings were found to be approximately 50% higher than the actual bg levels, confirming that the dexcom g7 continuous glucose monitor (cgm) was providing inaccurate bg readings. The user had attempted to treat the low bg with juice and hard candies but continued to feel lightheaded and confused, prompting the ER visit. The user reported being treated with a manual injection but did not report what the injection was. The user has since started using a new g7 cgm sensor, and the previous sensor was identified as faulty. The user is back using the ilet system.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Device data does not show hypoglycemia on the reported event date, consistent with the user's report of the cgm being inaccurate. At the time of the event, cgm glucose was reading between 74 mg/dl and 128 mg/dl. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values it received from the cgm sensor. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the dexcom g7 cgm sensor reading inaccurately, causing the ilet to continue to dose insulin based on falsely elevated cgm glucose readings.